Event description:
An alarm on the patient's pump was present and a motor stall occurred with no recovery noted. Normal battery depletion was noted on the implanted pump. The pump was replaced. The patient recovered without sequela. The medications being delivered via the device system were bupivicaine and sufentanil. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.